Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
Boston scientific crm received information that this chronic lead was associated with a report of a patient infection that developed following a device changeout. A boston scientific field representative reported the incision site was drained and the patient is being treated with oral antibiotics. The lead remains implanted and in service.